Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, procedural factors (manipulations of the extra stiff wire during bav) likely caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, as the balloon aortic valvuloplasty (bav) was being performed, the shape of the amplatz extra stiff wire in the left ventricle (lv) was determined to be unfavorable. The wire was removed and reshaped and bav was performed again. As the novaflex+ (nf+) delivery system (ds) and valve were inserted into the expandable sheath (esheath), the patient¿s pressure dropped and a pericardial effusion was noted. Since the ds was already positioned around the arch, valve deployment was completed. Immediately following deployment, the patient¿s systolic blood pressure was 60 mmhg and not recovering. Pericardiocentesis was performed, removing 20cc of blood. The patient stabilized and the procedure was completed. Later that day, the patient was returned to the operating room and a ventricular laceration was repaired. At the time of this report, the patient had been extubated and was doing well. It was perceived that multiple manipulations of the extra stiff wire during bav likely caused the tear in the ventricle.